Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for the alleged failure that the user experienced since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2021-00035.

Event description:
The user facility reported a kink in the angio-seal device sheath. The locator was inserted into the insertion sheath to make an assembly. When the locator/insertion sheath assembly was attempted to be inserted into the artery, the sheath was kinked. The device was not used, and another angio-seal device was used to continue the procedure. However, when the locator/insertion sheath assembly was attempted to be inserted into the artery, the sheath was kinked again. The second device was not used and replaced with another angio-seal device, which was carefully inserted into the artery without problem. Hemostasis was successfully achieved by the third device. It is unknown whether the sheath was kinked due to the insertion angle or stiff tissue of the puncture site. The procedure before deploying the device was a percutaneous coronary intervention (pci). It is unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used is 6fr. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no health damage to the patient. The estimated blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.